Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot#: va0c7ch, product type: lead. Product ID: 3387s-40, lot# :va0c7ch, product type: lead. Other relevant device(s) are: product ID: 3387s-40, serial/lot #: (B)(4), ubd: 29-jul-2016, UDI#: (B)(4); product ID: 3387s-40, serial/lot #: (B)(4), ubd: 29-jul-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient lost symptom control 2-3 months after surgery in 2018. Patient is needing MRI to look at lead location. The MRI results showed that the deep brain stimulation leads were in the wrong brain target due to poor placement. It is planned to remove the system and replace in correct location.